Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump had motor anomaly. Customer said blood glucose at the time of incident 191 mg/dl. Troubleshoot was done partially. Customer stated the drive support was flushed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Device passed displacement test, self test and unexpected restart error test. Unit alarmed compromised force sensor system during basic occlusion test due to loose / flush drive support disk. Unable to perform prime test, excessive no delivery test, deliver accuracy test and occlusion test due to compromised force sensor system alarms. Device received with partially broken off piece at the reservoir tube lip. The p-cap / reservoir tube locked properly.